Event description:
This patient was presented to the interventional lab for an embolization procedure of an aneurysm (location unknown). The information states that a constant flush was kept throughout the procedure and there was no difficulty passing a guidewire through the mc. There were no kinks or bends noticed on the mc. While the physician was advancing the coil into the microcatheter (mc) he felt a large resistance and the coil got stuck in the mc. Since the coil got stuck, the physician needed to withdraw the mc and the coil together. The procedure was completed successfully, but there is no information as to how. There was no reported injury to the patient.